Event description:
It was reported that staff was giving higher than recommended initial doses of heparin when a patient¿s weight is > 83.3 kg (acs) or > 100 kg (vte) despite clinical advisories stating the max rates of 1,000 units/hour for acs and 1,800 units/hr for vte. The customer was also requesting for an enhancement to the guardrails software and alaris pump functionality which will calculate and provide individualized max and hard stops for high risk agents. There was patient involvement, however outcome is unknown. Although requested, further information was not provided.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Correction : describe event or problem. Additional information : imdrf annex a, g, b, c, d codes.

Event description:
It was reported that staff was giving higher than recommended initial doses of heparin when a patient¿s weight is > 83.3 kg (acs) or > 100 kg (vte) despite clinical advisories stating the max rates of 1,000 units/hour for acs and 1,800 units/hr for vte. The customer was also requesting for an enhancement to the guardrails software and alaris pump functionality which will calculate and provide individualized max and hard stops for high-risk agents. There was patient involvement, however outcome is unknown. Although requested, further information was not provided.

Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue of a programming issue was reportedly attributed to user programming; however, it could not be confirmed as reported without having the pcu event log for analysis.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that staff was giving higher than recommended initial doses of heparin when a patient¿s weight is > 83.3 kg (acs) or > 100 kg (vte) despite clinical advisories stating the max rates of 1,000 units/hour for acs and 1,800 units/hr for vte. There was patient involvement, however outcome is unknown.